Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone that daughter's insulin pump alarmed for failed battery. Customer's current blood glucose was not given. Insulin pump will not be return for analysis.